Event description:
Caller reported a malfunction on pump with a malfunction code that was not resettable. There was no information regarding the impact on the customer's blood glucose level as it was either unknown or declined to answer if it exceeded a certain value. Tandem technical support decided to replace the pump and sent out an email for the update while planning to follow up with the customer.